Manufacturer narrative:
Philips service advised the customer to use a wired pedal and informed them that a new pedal type is awaited. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wifi foot pedal does not fully charge, limiting its use to half an hour on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.